Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient presented with very tortuous iliac arteries and an access site reported to be 3.8 mm in diameter (off label). After successful deployment of an iliac limb extension the physician experienced difficulty retracting the inner core of the delivery system. It appeared the beads on the polyimide tube were getting caught on the stent strut of the iliac limb extension. After manipulations the radiopaque tip of the limb extension delivery system had broken off and remained in the patient. The physician was unable to remove the radiopaque tip. The physician elected to perform a femoral-femoral bypass to bypass the portion of the iliac artery, were the radiopaque tip remained.